Event description:
A site rep called in while preparing for a case to report that their sys is freezing up. The surgeon explained that this is happening at no particular stage in the software but will happen randomly. He said that it froze up while trying to load an exam and the only way he could get it to work was to re-boot. After re-booting he was able to proceed further but the sys froze again. There are no exams currently stored in the sys because they have had the software freeze in the past and removing exams resolved the issue. In this case there are no longer any exams to remove but the sys is still exhibiting the same behavior. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. A medtronic rep on site was able to isolate the issue to the function of the axiem emitter. However, a full eval of the sys is pending at the time of this report. While no pt was present when this issue was found, it is being reported due to the potential for the issue to occur during a surgical procedure.